Event description:
A surgeon reported no iop (intraocular pressure) control during retina surgery, causing the pt's eye to collapse with the lens touch from the vitrectomy. A secondary procedure, cataract surgery, was required and was performed one week later without complication. The pt was hospitalized the day before, the day of, and the day after the second procedure; the pt's reported outcome was "good".

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is 1 of 2 complaints reported for poor iop control. There have been no additional complaints reported against the finished goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint is not known with the info to date; furthermore, a sample was not returned for analysis for this event. (B)(4).